Event description:
The customer contacted mallinckrodt to report they experienced a drive tube leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they observed a blood leak coming from the drive tube after the ecp treatment had been completed. The customer reported 1500 ml of whole blood was processed. The patient was disconnected, and the customer was unloading the kit at the time the blood leak was observed. The customer reported the patient was in stable condition. The customer returned the kit and photographs for investigation.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot m104 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot m104 shows no trends. Trends were reviewed for complaint category, drive tube leak/break. No trends were detected for this complaint category. At the time of this report, the analysis of the returned photographs and kit are still in process. A final report will be filed when the analysis is complete. (B)(4).

Manufacturer narrative:
The complaint kit and photographs were provided by the customer for evaluation. Evaluation of the customer provided photographs verify the drive tube leak as blood residue is visible on the drive tube overmold, where the tri-connector and tubing are bonded together. Examination of the returned kit verified the drive tube leak as a blood leak was identified at the lower end of the drive tube, as seen in the provided photographs. The drive tube was pressure tested to check for leaks and no leaks were confirmed during testing of the returned kit. A potential cause of a drive tube leak is due to an insufficient bond between the drive tube and tri-connector joint; however, this could not be verified based on testing of the returned kit as the site of the leak could not be identified. A material trace of the drive tubes and tri-connectors used to build lot m104 found one non-conformance. The non-conformance involved a leak identified at the drive tube and tri-connector joint during lot release testing for a different kit lot. The device history record (DHR) review did not result in any related non-conformances. This lot passed all lot release testing. The root cause for the reported drive tube leak could not be determined based on the available information. As a precaution, retraining was completed with all bonding operators at the manufacturing facility. No further action is required at this time. This investigation is now complete. (B)(4) n.s. 05-jul-2024